Event description:
Consumer called to report getting erratic results with their meter, sometimes they can't get a reading at all. Analysis run on clark error grid using mean avg. Reading (200) as ref. Point vs. Bd readings of 47, 353 yielded data points in the c zone of the grid, outside of acceptable limits.